Event description:
It was reported that the patient experienced worsening of numbness and pain in the lower back. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.